Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, a small dissection was noted on the coronary sinus. No intervention was reported. The patient was in good condition before, during and after the procedure.